Event description:
Report received that pump had residual volume of 18 ml and "pump has quit". Hcp of record no longer cares for patient but has arranged for referral of patient to another surgeon for evaluation/replacement of pump and for follow up of the patient. Patient's pump has been filled by an infusion agency. Agency nurse reports that patient had severe symptoms of spasticity when lying down before residual volume discrepancy was discovered. Patient had reasonable control when sitting up. Patient takes oral valium and had run out. Patient had concluded increased spasms were due to lack of valium then found full pump at time of refill. Patient is at home now. Patient is scheduled for evaluation of the pump at the end of the month.